Event description:
Patient dislocated her hinge prosthesis. Femur was loose and revision was done.

Manufacturer narrative:
An event regarding loosening involving an unknown femoral component was reported. The event was confirmed based on the medical records provided. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the provided medical records were rejected for medical review by the clinician who indicated the following: provided x-ray confirms the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: while the event could be confirmed based on the x-rays provided, the exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated her hinge prosthesis. Femur was loose and revision was done.